Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed in (B)(6) 2018, to treat a mitral regurgitation (mr) with grade of 3-4. One clip was implanted, reducing the mr to 1-2. On (B)(6) 2018, the mr increased to 3-4 and it was found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). An additional procedure was performed for treatment. One additional clip was deployed, reducing the mr to 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a cause for the reported single leaflet device attachment (slda) in this incident appears to be related to patient challenging anatomy. The reported recurrent mitral regurgitation (mr) was a result of slda. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.